Manufacturer narrative:
The reported field event of the inability to program the device was confirmed. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery level as the cause of no communication. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid isolated the source of high current to a damaged integrated circuit, resulting from a manufacturing anomaly.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator was unable to be programmed. The device was not used. There were no patient consequences.